Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against bd product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a difference in the instructions for use (IFU) of the inlay stent and inlay optima stent. It was stated that for the inlay optima, an indwelling time up to 365 days was mentioned in the IFU. However, the indwelling time for inlay optima stent was not mentioned in the IFU. The same difference was observed in the bd website also, for the inlay optima, an ¿indwelling time of up to 365 days¿ was mentioned on the website. For the inlay, the 365 days limit was not mentioned on the website. The stent comes individually packaged in a single use, sterile configuration. Only in the brochure that was sent to the customer, it was mentioned as ¿when long-term use is indicated, it is recommended that indwelling time not exceed 365 days¿. Also, the customer stated that as per research paper (aravantinos e, gravas s, karatzas ad, et al. Forgotten, encrusted ureteral stents: a challenging problem with an endourologic solution. Journal of endourology. The literature warns that for urinary stones usage, ¿it has been reported that a period between 2 and 4 months can be considered optimal. However, patients with recurrent encrustations on stents should have them changed earlier (every 6¿8 weeks).¿ the customer stated that the representative's plain recommendation, for the inlay optima, of an indwelling time up to 365 days ¿ without any clinical evidence in humans was surprising and without reservation and could place them at risk for litigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a difference in the instructions for use (IFU) of the inlay stent and inlay optima stent. It was stated that for the inlay optima, an indwelling time up to 365 days was mentioned in the IFU. However, the indwelling time for inlay optima stent was not mentioned in the IFU. The same difference was observed in the bd website also, for the inlay optima, an ¿indwelling time of up to 365 days¿ was mentioned on the website. For the inlay, the 365 days limit was not mentioned on the website. The stent comes individually packaged in a single use, sterile configuration. Only in the brochure that was sent to the customer, it was mentioned as ¿when long-term use is indicated, it is recommended that indwelling time not exceed 365 days¿. Also, the customer stated that as per research paper (aravantinos e, gravas s, karatzas ad, et al. Forgotten, encrusted ureteral stents: a challenging problem with an endourologic solution. Journal of endourology. The literature warns that for urinary stones usage, ¿it has been reported that a period between 2 and 4 months can be considered optimal. However, patients with recurrent encrustations on stents should have them changed earlier (every 6¿8 weeks).¿ the customer stated that the representative's plain recommendation, for the inlay optima, of an indwelling time up to 365 days ¿ without any clinical evidence in humans was surprising and without reservation and could place them at risk for litigation.